Event description:
It was reported that the health care professional (hcp) supported a troubleshooting due to out of range high shock impedances measurements when it comes to this right ventricular (rv) lead. The device was recently replaced and at the replacement the values were within normal range. It was recommended to increase all shocks to maximum energy. No adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the health care professional (hcp) supported a troubleshooting due to out of range high shock impedances measurements when it comes to this right ventricular (rv) lead. The device was recently replaced and at the replacement the values were within normal range. It was recommended to increase all shocks to maximum energy. No adverse patient effects were reported. The rv lead remains implanted.